Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with the stent detached and contained in a plastic vial. An examination of the stent delivery system (sds) found no evidence of device use. The balloon did not appear to have been subjected to any positive pressure. A clear impression of where the stent had been crimped initially was visible on the balloon material. An examination of the stent found that the stent was stretched and compressed. An examination of the stent protector found that the protector was also compressed at one end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal coronary angioplasty treatment procedure, a stent dislodgement occurred. The target lesion was located in the mid right coronary artery (rca). While removing the mandrel from the stent delivery system catheter during preparation, this 4.50x32mm veriflex stent dislodged and fell to the floor. The device was not used. The procedure was completed with a 4.50x28mm veriflex stent. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during preparation for a percutaneous transluminal coronary angioplasty treatment procedure, a stent dislodgement occurred. The target lesion was located in the mid right coronary artery (rca). While removing the mandrel from the stent delivery system catheter during preparation, this 4.50x32mm veriflex stent dislodged and fell to the floor. The device was not used. The procedure was completed with a 4.50x28mm veriflex stent. No patient complications were reported and the patient's status is fine.